Manufacturer narrative:
(B)(4). The hospital this instrument was returned from was: (B)(6) hospital. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Returned instrument was found to exhibit signs of repeated use (nicked / gouged) and the post has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement.